Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 428-429 mg/dl. The customer treated with syringe injection. Customer does not have the pump with her to troubleshoot. The product was not returned for analysis.